Event description:
It was reported that a patient with no medical or surgical radiation history experienced discomfort with their inflatable penile prosthesis ipp. A replacement surgery was performed, during which the physician confirmed that the discomfort was caused or contributed to the potential length of tubing in the scrotum. The device was explanted, and a new ipp was implanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Based on the information available, there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the tubing and discomfort may have been due to a potential measurement error of the tubing at implant procedure. Therefore, it can be concluded that a measurement error by the original implanting physician was the most probable cause of the complaint. Based on the available information, the conclusion code is unintended use error caused or contributed to event.

Event description:
It was reported that a patient with no medical or surgical radiation history experienced discomfort with their inflatable penile prosthesis ipp. A replacement surgery was performed, during which the physician confirmed that the discomfort was caused or contributed to the potential length of tubing in the scrotum. The device was explanted, and a new ipp was implanted. There were no further patient complications.